Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic assistant reported patient with dry eye at lasik follow up. Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.